Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime/compromised force sensor system test. Motor passed motor test. No motor error alarm. No rewind anomaly noted. Insulin pump received with scratched lcd window. Device received cracked case display window corner. Device received with cracked battery tube threads. Insulin pump received with broken reservoir tube lip. Insulin pump received with cracked reservoir tube. Insulin pump received with cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple motor error alarms and then would rewind. Customer's blood glucose was 522 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.